Event description:
It was reported that shaft break occurred. The target lesion was located in the middle end of the right coronary artery. A 2.00mm x 15mm maverick 2 balloon catheter was selected for use. However, when the physician was about to insert the device, he found out that the balloon broke. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient's status was stable.